Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the customer was contacted for return of the suspect product. The customer has responded and indicated the device is placed back into service and the product will not be returning to zoll.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.